Manufacturer narrative:
Direct: (B)(6). Internal ext. (B)(6).

Event description:
Information was received indicating that a smiths medical, cadd legacy plus, mdl 6500, was alarming no disposable won't run. It was reported that there was no air in line. Per reporter residual volume was: 78.2 ml, rate 2.1 ml/hr and 21.85 ml was given. No adverse patient effects were reported. Per reporter, no additional information is available at this time.